Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the upstream occlusion alarms. The device was operating out of spec. Eval found the root cause to be cracks on the ultrasonic sensor tail pins. The ultrasonic sensor was replaced.

Event description:
During baxter's eval of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no pt involvement.